Event description:
The customer reported that the insulin pump was alarming no delivery during basal/bolus, and priming for two weeks. The customer changed the infusion set three times to resolve the issue. The customer stated that he could not deliver insulin, and the insulin pump did not alarm. The customer sought medical attention by calling his doctor, who suggested going to the emergency room, but he did not. The customer's glucose level rose up to 500mg/dl, and his glucose level was fluctuating. Troubleshooting was performed, and the alarms were confirmed. The customer stated that he woke up feeling ill. Ran a fixed prime test and the insulin pump alarmed no delivery. Instructed the customer to disconnect and reconnect the entire infusion set to be sure that it was not damaged. The customer stated that the insulin exited when the plunger rod was pushed. Advised the customer to call back to perform the high pressure test when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.